Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had attempted impella cp support due to having st elevated myocardial infarction and the patient had severe arm and chest pain followed by ventricular tachycardia and coded. During preparation, the aic (automated impella controller) turned red and displayed an, "impella defective alarm". Staff members stated they were unsure if the impella was started dry with the red cheater in place before going inside the patient. Both the aic and the impella were replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported "pump not detected" has been completed. The product was returned for investigation, and no physical abnormalities were observed on the returned pump. The pump ran as expected during a test in a bucket of water. The returned pump did not come with the inserted red lumen. Data logs show a pump stop alarm with motor current high alarm while outside of the body. According to the provided clinical details, the pump was started with the red cheater in the pump, and the pump was never inserted into the patient's body. The cause of the pump did not start issue was use related since the red lumen was not removed during impella start, as per the provided clinical information. Added- d9 device return date d4-updated model number.